Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, the reported break (gripper line) was a consequence of the reported material deformation of the clip cover. A cause for the reported material deformation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper line break during preparation of the clip delivery system (cds). It was reported that during preparation of the clip delivery system (cds), when closing the clip, the protective clip cover was not noticed to be between the gripper and clip arm. With further preparation of the clip, the gripper line broke as the protective cover was still not in place properly. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.